Event description:
When I look back over the period of time I had silicone gel breast implants, I really spent about 10 years chasing nagging symptoms. Starting with migraines. After that it was urinary tract infections. Then, dermatitis that made my eyelids red, crusty and swollen. Then acne. Then joint pain that made the knuckles of my left hand and toes on my left foot feel like fire was shooting through them whenever I moved. Then brain fog. I felt like I just couldn't make my thoughts connect. When I would speak, I'd wonder how I got coherent sentences out. I'd forget what I'd just said, hoping it was understandable and somewhat intelligent. Then my speech was affected, it was as if a jackhammer went off in my head when I'd try to talk for any length of time. My voice literally shook. I went from an articulate expressive communicator, a public speaker, actor and emcee, to a one-word answer girl. Then memory loss. Then irrational anxiety. I felt like I was crawling out of my skin panicked every time I got in a car, even if I was the driver. And, I worked myself up so severely for client phone calls, I'd go into panic attacks with my heart racing on the other end of the line, thankfully out of their view. I woke up most mornings feeling sheer terror. Then, I contracted a six-month stomach "flu" that none of the traditional medicine doctors could figure out. Then a "frozen shoulder". Then, three rotator cuff tears. It took six months, prolotherapy, plasma rich platelet injections and stem cells to heal the rotator cuff tears. Then, left side of the neck pain like I was being strangled. Then, hair loss. Then, what seemed like accelerated aging. Then, left side muscle weakness. Then, left side numbness and muscle cramping like charley horses. I was terrified I was going to lose my ability to walk because my leg would feel like it was giving out every time this sensation hit. Then, fatigue. And, on and on it went, mostly central nervous system symptoms that as I was living them I saw as unrelated, strange, annoying issues with no explanation for an otherwise extremely healthy woman. Of course, all the while, I was going to really smart doctors who would say I looked healthy and had test results that showed a perfectly clean bill of health. My blood work was good. My nutrition profile was good. Every test was good. But, I was not. Then, the left arm tremor hit. While I have yet to track down a cause outside of breast implant illness, searching for a cure to the tremor put me on the path to eventually figure out my implants were slowly killing me. My left hand would just shake after a long day typing. Then eventually, my left hand shook all the time. The tremor changed my life. I couldn't type with my left hand, not conducive to my career as a writer. In fact, for three entire years, I worked 8-hour days writing, typing with my right hand only. I stopped modeling, something I had done for more than 30 years. I stopped going out in public except when absolutely necessary. I was withdrawing from society, from life. I was terrified I had ms or parkinson's. The tremor took over my life. Never before had I had a health issue that just would not resolve. We spent (B)(6) of dollars trying to get rid of the tremor. Tests, treatments, supplements. You name it. At one point I had four medical appointments a week, for weeks. While holding down a full-time job. It was at this point that I discovered I had heavy metals toxicity. Nickel, platinum, aluminum, cadmium and gadolinium. Now I had two really strange things that could not be chalked up to aging, heavy metals and the tremor. I eventually found information on breast implant illness and it made sense. I had my implants removed in (B)(6) 2019 and have been healing ever since. I'm not restored to 100% yet, but I'd say around 80% of my symptoms have improved. Only the neurologic symptoms remain. FDA safety report ID # (B)(4).